Event description:
The patient had an unknown rapid exchange cypher stent implanted about 3-4 years ago. In 2007, the patient presented with 90% in-stent restenosis and a coronary artery aneurysm distal to the stent. The patient was sent for coronary artery bypass graft surgery.

Manufacturer narrative:
Please note: this unknown ous rx cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a patient of unknown age, gender and medical history. The indication for admission to hospital is not known. The patient underwent implantation of an unknown cypher stent in an unknown artery. Lesion and vessel characteristics were not provided. Three to four years following the index procedure, the patient underwent repeat coronary angiography for unknown indications. This revealed a 90% in-stent restenosis and coronary aneurysm distal to the stent. The patient was therefore, referred for coronary artery bypass grafting. The stent remains implanted in the patient and thus not available for evaluation. The lot number was not provided and so a device history records review was not completed. Restenosis is a known potential adverse event following stent implantation and is often associated with progression of coronary artery disease. Based upon the limited information provided, it is not possible to conclusively determine the cause of the events. There is no clear indication the events were design or manufacturing related.